Event description:
Customer reported, the c-arm was driving maximum kv and ma intermittently. Also, intermittent bad images on monitors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem. Ge rep replaced the high voltage and interconnect cables as a precautionary measure. System operates as intended.